Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the subject device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A review of the raw material found that the storage requirements, material specifications, and applicable tests were appropriately specified. A material certificate of analysis was required for the raw material. A review of the customer provided images found one image of an anchor on top of a box confirming the product identification information. The device has the anchor attached to the shaft. The distal tip of the anchor is bent to the side, and a small fracture can be seen. There is debris in the threads of the anchor. No sutures are pictured. The second picture shows two devices next to each other. The device on the left shows a slight curve in the anchor, and the device on the right shows that the distal tip of the anchor is missing. The image quality is too poor to confirm the product identification information. Sutures are attached to the device on the right. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during shoulder rotator cuff repair, external to the patient, a twinfix ultra ha 4.5 w/2 ub (wh & blue fractured. The procedure was finished with a smith and nephew backup device. Surgical delay less than or equal to 30 minutes. Patient injuries were not reported.